Event description:
The floating mass transducer (fmt) and coupler were detached from the ossicular chain and the conductor link extruded in the ear canal. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.